Event description:
Additional information received reported that the patient had shocking in the lower back, at the pocket site, and in an unknown location. The action required as a result of the event was that the implant was turned off and the patient was going to be scheduled for a revision. Impedance testing was performed. The issue was not resolved and the cause of the issue was not determined. The patient status at the time of the report was alive with no injury.

Event description:
(B)(4) 3176615/ mpxr 223227 (con/ rep): it was reported that the patient turned their stimulation off four days prior to report but it felt like there were still vibrations coming from it, like the stimulation was turned on. The patient stated this was not a painful sensation and they just wanted to confirm that they were correctly understanding what the stimulation off icon looked like. It was later reported that the patient had a shocking or jolting sensation and still felt the burning throbbing sensations with vibrations even with the device turned off. The patient stated it felt like ¿her nerves are on fire¿ and they had pain and a burning sensation. However, it was working very well when it was turned on. It was noted that the patient¿s device was turned off and the patient was working with their doctor¿s office to been seen, have their device reprogrammed and have images taken. The patient wanted to resolve the issue so they could get it turned back on and return to receiving symptom relief. The patient¿s status at the time of report was reported as alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0n8r3, implanted: (B)(6) 2014, product type: lead. (B)(4).